Manufacturer narrative:
This supplemental report was filled to provide device evaluation results. Also, field d2 was corrected. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Additional information revealed that the dislodgement was confirmed under fluoroscopy. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Additional information revealed that the dislodgement was confirmed under fluoroscopy. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The device is expected to return.